Event description:
Report received of the pump failing to detect proximal occlusion alarm during preventative maintenance testing. There were no reported adverse pt events while the device was in clinical use. Though requested, no additional info was provided.